Event description:
The customer stated that she tested her blood glucose and received a reading of 501 mg/dl. Her blood glucose was tested 10 minutes later on a hospital meter and the reading was 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation.